Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be programmed to dddr at a base rate of 60 ppm, with the av/pv delay at 150ms/150ms. The device had previously been programmed to ddd at a base rate of 80 ppm and with the av/pv delay at 170ms/150ms. The patient reported that he worked with power voltages of 200v. The device was programmed to the initial parameters.